Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with hardware related and screen errors observed. A functional test was performed and it passed. The receiver was opened for an internal inspection, the moisture detection sticker was activated. The reported event of an error icon display was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrf. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.